Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4), batch/lot number: 14283781, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-1110-02, serial number: (B)(4), batch/lot number: 14611690, model/catalog description: precision ipg.

Event description:
A report was received that the patient was experiencing undesired stimulation due to lead migration. X-ray confirmed that the lead had migrated. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing undesired stimulation due to lead migration. X-ray confirmed that the lead had migrated. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.